Manufacturer narrative:
Date of report: 26nov2018. Date received by manufacturer: 19nov2018. Philip's international service technician replaced the liquid crystal display (lcd) cable to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14nov2018. Reporter phone number not provided. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the screen started operation, but displayed nothing. There was no patient involvement. The event date was not specified; estimate used.